Event description:
As per sales representative dr. (B)(6) was inserting a screw into plate # (B)(4) and the head broke off. The shaft of the screw was left in the patient.

Manufacturer narrative:
The reported event could be confirmed (screw broke intraoperatively). The investigation results show that too high torsional and tensile forces, whereas the torsional forces prevailed, acted on the screw and led to the failure in forced rupture mode during the insertion. The friction traces on the bottom side of the head show that after the screw contacted the plate and was already fully tightened it was further turned. The root cause of the failure was the fact that after the screw contacted the plate it was forcibly further turned. Based on the evaluation, there are no indications for any systematic design, material or manufacturing related issue.

Event description:
As per sales representative dr (B)(6) was inserting a screw into plate # 54-06192 and the head broke off. The shaft of the screw was left in the patient.

Manufacturer narrative:
Investigation in progress but not yet complete.